Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited pacing inhibition with non-conducted p-waves the same day as device replacement. The patient had passed out while getting ready to go home, and the pauses in pacing were noted upon device interrogation. Greater than two seconds of asystole was observed. Threshold and impedance measurements were stable, and noise and pacing inhibition were not reproducible with isometrics. Technical services (ts) and the field representative discussed this was likely attributed to air bubbles in the header, however there were no stored episodes with noise to confirm this. Ts noted that air bubbles generally resolved on their own. Additional information received indicated that the field representative was able to reproduce pacing inhibition by temporarily increasing programmed sensitivity, but no signal correlated. There was some cross-chamber sensing from the atrial to the ventricle. The patient was sent home with sensitivity at 1.5 mv. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The complaint product remains in service and was not returned for analysis. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint. A review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited pacing inhibition with non-conducted p-waves the same day as device replacement. The patient had passed out while getting ready to go home, and the pauses in pacing were noted upon device interrogation. Greater than two seconds of asystole was observed. Threshold and impedance measurements were stable, and noise and pacing inhibition were not reproducible with isometrics. Technical services (ts) and the field representative discussed this was likely attributed to air bubbles in the header, however there were no stored episodes with noise to confirm this. Ts noted that air bubbles generally resolved on their own. Additional information received indicated that the field representative was able to reproduce pacing inhibition by temporarily increasing programmed sensitivity, but no signal correlated. There was some cross-chamber sensing from the atrial to the ventricle. The patient was sent home with sensitivity at 1.5 mv. This ICD and rv lead remain in service. No additional adverse patient effects were reported.